Event description:
It was later reported that the guidewire lumen was passing outside the ring forming a thread knot.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012769563 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment. On the spiral array segment, inverted array was observed. On the spiral array segment, the guidewire lumen was observed to be kinked at 1.22 in from the distal tip. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Verification of steering mechanism was carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was conducted. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity testing was conducted. Electrical continuity test did not reveal any anomalies. In conclusion, the catheter failed the return product inspection due to spiral array was observed to be inverted and a kinked guidewire lumen observed in spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when the catheter was inserted into the left atrium and the array was deployed the "wire lumen" was removed from the array. The catheter array also inverted. It was reinserted several times without resolution. The catheter was removed and deployed again without resolution. After there was a kink in the array. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: psg100 (serial: unknown); product type: 3294-generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.